Event description:
As reported on (B)(6) 2013, patient of unk age and gender presented for an endovenous laser procedure. It was reported that during the procedure, the treating physician experienced difficulty interfacing the access dilator and sheath. The patient developed phlebitis due to the irritation to the tissue at the site of the dilator/sheath issue. The patient was treated with lidocaine. No additional hospitalization was required due to this event as the phlebitis dissolved after treatment. The reported disposable device is not available for return to the MFR for evaluation as it was disposed of by the user.

Manufacturer narrative:
It was reported that the device involved in the incident is not available to be returned to the MFR for evaluation as it was disposed of by the user. The customer's reported complaint description of dilator/sheath is not stiff enough cannot be confirmed since no product was returned for evaluation. A definitive root cause cannot be determined. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the patient suffered no permanent harm or injury due to the event. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.